Event description:
A distributor reported an alarm related to an occlusion issue with a customer¿s insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to follow certain procedures to address the alarm, including disconnecting the tubing, adjusting the t:lock, delivering a bolus, and inspecting for any visible issues with the cartridge. Despite these efforts, the alarm continued to recur. The cartridge was removed and found to be free of visible damage. Technical support assisted the customer in filling and loading a new cartridge and advised them to monitor the pump and report any further concerns. The customer expressed worries about the pump¿s functionality but chose not to change supplies at that time.